Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 194 and 324 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.